Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. Part not returned.

Event description:
Medtronic received information regarding a navigation device. It was reported that the tall process spinous clamp has been difficult to put on and take it off. It takes 10-15 minutes to take off of the spinous process, almost resorting to taking off the process. The site had replaced this part a couple of times already.